Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003, indicative of the battery voltage being too low for the projected remaining capacity. Engineering analysis confirmed this device showed a gradual rise in power consumption. Additionally, this device exhibited premature battery depletion (pbd). To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field e. Initial reporter this product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker recorded a code 1003, indicative of the battery voltage being too low for the projected remaining capacity. Engineering analysis confirmed this device showed a gradual rise in power consumption. Additionally, this device exhibited premature battery depletion (pbd). To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted and replaced. No additional adverse patient effects were reported.